Manufacturer narrative:
On 20th jan 2025, the user reported that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. Testing of the returned sensor also did not reveal any malfunction of the sensor.a review of the dms showed reference channel instability.this most likely contributed to the observed sensor inaccuracies. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 17 april 2025. G3. Date received by the manufacturer? 17 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On january 20, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.